Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Before use of the mynxgrip vascular closure device (vcd), powder was found in sealant. There was no patient injury. Multiple attempts to obtain additional information were made without success.a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The advancer tube was abutting the balloon. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for powder or damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1901404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿packaging/pouch/box foreign material in sterile package¿ was not confirmed through analysis of the returned device since the sealant was not returned, and there were no signs of powder or foreign material/damages noted. The condition of the returned device does not match the reported event, and the exact cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product evaluation, it is not possible to determine what factors may have contributed to the powder reportedly found on the sealant since it was not returned and no issues were noted during analysis. However, the condition of the returned device indicates that an incomplete removal of the device occurred as evidenced by the advancer tube still being on the catheter shaft and the missing sealant, which does not match the reported event. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Do not reuse or resterilize. Mynxgrip is for single use only. The balloon catheter is loaded with a single hydrogel sealant. Reuse of the device would result in no delivery of hydrogel sealant.¿ neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Before use of the mynxgrip vascular closure device (vcd), powder was found in sealant. There was no patient injury. The device is available for analysis.